Event description:
It was reported that this pacemaker system triggered a lead safety switch from bipolar to unipolar mode. Additionally, high out of range pace impedance measurements and a loss of capture were noted in bipolar mode. Technical services (ts) was consulted and suspected a lead fracture to be the root cause. Ts confirmed that upon switching to unipolar mode, pace impedance measurements were within normal limits and capture returned. The patient is expected to come in office for further review of the system. No adverse patient effects were reported. This pacemaker system remains in service.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. If pertinent information is provided in the future, a supplemental report will be submitted.